Manufacturer narrative:
The customer's meter was received for investigation. The meter battery contacts and circuit board were found to be contaminated by liquid (leaked battery) which has penetrated corroded the solder contacts. This contamination affects and interrupts the battery contacts on the circuit board. The contamination causes the complained error. The meter is not functional at all. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer complained that segments are missing from the results field of the device. The customer performed a display check and the upper left and upper right segments of all three eights in the results field are missing. She states other parts of the display are faint but present. There was no misinterpretation of test results. The display issue complained about could cause results to be misinterpreted.